Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that upon removing a cassette from the console, after a procedure was completed, fluid was observed on the back of the cassette and the console's rotor wet. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed; this was the second complaint for the finish goods lot and second for this issue. The device history record showed the product was released per specifications. The product sample was returned for testing. A full internal pressure leak test using an external pressure source was conducted on the cassette and no leakage was detected. A console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Unable to determine the root cause as the sample met specifications and passed functional and performance testing. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).